Manufacturer narrative:
Information was received via the (B)(4) study that at index procedure, following placement of a 3.0x13mm cypher to treat an 80% stenosis in the mid left anterior descending artery (lad) and post dilation with a 3.0x10mm durastar balloon, a second 3.0x13mm cypher was implanted due to an edge dissection. The second stent was implanted overlapping and proximal to the first. It was documented that the final outcome was defined as successful. There was no residual stenosis following this intervention. Distal flow was normal. At index procedure the patient had been admitted with angina and positive functional study for ischemia (within past 6 weeks). The target lesion was an 80% stenosis in the mid left anterior descending (lad) artery. The type b2 lesion was de novo. A 3.0 x 13 mm cypher stent was deployed successfully at 14 atm. The lesion was post dilated with a 3.0 x 10 mm durastar balloon at 16 atm maximum inflation pressure. It was indicated that there were no angiographic complications or product malfunctions with the cypher product. A 3.0 x 13mm cypher was deployed at 12 atm overlapping and proximal to the first stent to treat an edge dissection. This stent was post-dilated with a 3.25 x 10mm durastar balloon at 18 atm. Follow-up catheterization 12 days post index procedure secondary to readmission due to chest pain demonstrated patent lad stent with no interval changes in his coronary arteries since index procedure. No cardiac cause for his chest discomfort or dyspnea was identified. During the hospital course the patient noted that his pain often occurred after eating and would sometime wake him up at night. He also reported frequent belching. He reported a strong family history of gerd. Esomeprazole was started empirically with some improvement in his symptoms. The product was not returned for evaluation; therefore, no extensive analysis could be performed. The lot number for the 3.0 x 10mm durastar balloon could not be obtained. As the lot number was not provided, a review of the manufacturing records could not be completed. Dissections are known potential adverse events during percutaneous coronary interventions as listed in the cypher and durastar instructions for use (IFU). Implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion requiring additional intervention, i.e. Placement of additional stents. This is an inherent risk of the procedure. Patient factors, vessel characteristics and procedural factors may have contributed to this event. There is no indication that it is related to any device design or manufacturing issues. Therefore, no corrective actions will be taken.

Event description:
The information received from the (B) (4) study indicated that the patient was admitted with angina and positive functional study for ischemia (within past 6 weeks). The target lesion was an 80% stenosis in the mid left anterior descending (lad) artery. The type b2 lesion was de novo. The lesion was treated with a firestar balloon. A 3.0 x 13 mm cypher stent was deployed successfully at 14 atm. The lesion was post dilated with a 3.0 x 10 mm balloon at 16 atm. There were no angiographic complications or product malfunctions with the cypher product. A 3.0 x 13mm cypher was deployed at 12 atm overlapping and proximal to the first stent to treat an edge dissection. This stent was post-dilated with a 3.25 x 10mm balloon at 18 atm.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.